Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 23mm epic stented porcine heart valve w/flexfit system was implanted in the aortic position and a 29mm epic stented porcine heart valve w/flexfit system was implanted into the mitral position. There were no complications noted during the implant procedure. On (B)(6) 2021, increased liquid drainage was noted and the patient was treated with albumin, rehydration salts, fibrinogen and thrombin-antithrombin complex however the hemostatic effect was not good. The bloody drainage has reached to 1550ml and the patient's hemoglobin dropped to 6.8g/dl and blood pressure dropped th 75/4 5mmhg. A pleural effusion and pericardial effusion was confirmed. An exploratory thoracotomy was performed blood clots along with widespread oozing was found in the pericardium with an obvious active bleed. The patient was transfused 2 units of red blood cells and 400ml of plasma. It was thought that the bleeding was caused by a heart injury from the separation of the pericardium. The patient was improving after the exploratory thoracotomy. On (B)(6)2021, the patient was discharged from the hospital. Additional information was requested but cannot be obtained. Manufacturer report number: 3005334138-2022-00189.

Manufacturer narrative:
An event of "increased liquid drainage", "pleural effusion", "pericardial effusion", " blood clots along with widespread oozing", reduced hemoglobin and reduced blood pressure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.